Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer alleged that the insulin pump was over delivering insulin due to reservoir was empty at morning. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.